Manufacturer narrative:
E1 initial reporter phone no: (B)(6). The device was received for evaluation. During functional testing, a downstream occlusion alarm was reproduced. A review of the event history log revealed several downstream occlusion alarm messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be the downstream tubing guide out of adjustment. The tubing guide was not secured and was partially covering the thermistor. With the tubing guide not secure, it was confusing the occlusion detector potentially causing constant downstream occlusion alarms. The tubing guide will be replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump alarmed downstream occlusion. This occurred during programming/setup. There was no patient involvement. No additional information is available.